Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen was completely black, without any graphics or text. There was no reported impact to blood glucose. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.